Manufacturer narrative:
A ge representative evaluated the system and reseated the high voltage and interconnect cable connectors. The system operates as intended.

Event description:
The customer reported a system arc followed by a loss of live image. There is no report of patient injury.